Manufacturer narrative:
Additional information was received on march 31, 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 54/48 code n on (B)(6) 2007.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component on the right side(exact date not reported). The patient was revised on (B)(6) 2017 due to pain and metallosis.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient underwent a revision surgery of a durom cup due to leg pain and suspicion of metallosis. The components were implanted on (B)(6) 2007 and revised on (B)(6) 2017. After revision, it was further reported that metallosis was confirmed. Review of received data: review of x-rays: several x-rays were received for review. The first x-ray available is a postoperative ap x-ray dated (B)(6) 2008 which shows the right hip of a patient with total hip replacement. The x-ray does not show both pubic arches, thus the inclination angle of the cup cannot be measured. A reliable analysis of the ante- or retroversion is not possible on planar x-rays. In the superior area of the acetabulum, a radiopaque area which seems to be a heterotrophic ossification is visible. The same view of the hip dated (B)(6) 2014 is also available for comparison. The mentioned radiopaque area is still visible on the more recent x-rays and seems to be even slightly larger. Ap views of the pelvis of the patient are available for following dates: (B)(6) 2014, (B)(6) 2015, (B)(6) 2016 and (B)(6) 2017. When comparing the ap views it is visible that between (B)(6) 2014 and (B)(6) 2015 a total a total hip prosthesis is implanted on the left side. The x-ray dated (B)(6) 2014 is used to measure the inclination angle of the cup which is approx. 48°. A reliable analysis of the ante- or retroversion is not possible on planar x-rays. A radiolucent line is present medial to the proximal part of the stem. The inclination of the cup in the ap view seems to be unchanged in all the available consecutive x-rays. The radiolucent line present medial to the stem is still visible. On the x-rays of (B)(6) 2016 a radiolucent area is visible at approximately halfway along the lateral side. This area seems to be more pronounced on (B)(6) 2017 radiograph. Lauenstein views of the right hip of the patient are available for several dates: (B)(6) 2014, (B)(6) 2015, (B)(6) 2015, (B)(6) 2016 and (B)(6) 2017. On all the lauenstein x-rays some radiolucent areas are visible on both medial and lateral sides of the stem. Due to a slight different x-rays projection angle, it is unclear whether the areas changed over time. Additional x-rays showing the left hip, the knee and the shoulder of the patient are also available, but they are not included in this report as they would not affect the results of the investigation. Review of surgical notes: the surgical report of implantation dated (B)(6) 2007 is available for review. The language of the report is italian and was translated in house and is summarized as follows: a total hip endoprosthesis was implanted on the right hip due to coxarthrosis. After the preparation, the acetabulum is exposed and reamed until size 54. The durom cup size 54 / n is inserted with optimal position. Afterward, the femur is prepared until the rasp size 4 shows a good position. Reduction with a trial ldh size 48 m shows a good position, without tendency of dislocation. The definitive alloclassic stem size 4 is implanted. Reduction with definitive ldh 48 / n with medium adapter is performed. As postoperative instructions mobilization with crutches from the 1st postoperative day and 20-30 kg partial weight bearing for 6 weeks is given. Radiological follow-up at 1st day postoperative. Devices analysis: on the anchoring side of the durom cup, a few remains of bone attachment are visible. Coarse damage, slight polishing, splintered coating and scratches can be observed most probably due to the revision surgery. Areas where the porous coating is slightly polished could point to loosening. On the articulation side of the durom cup numerous fine scratches and few coarse scratches are visible. In one area of the articulation surface there are fine parallel scratches, some of which extend slightly over the bevel of the spherical calotte. When the components were received, the metasul ldh and the head adapter were still assembled and were disassembled for the investigation using an adapter extractor. The outer surface of the head adapter is inconspicuous. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. Additionally, at the proximal end of the contact area, two opposing marks can be observed. The reason for the marks stays unknown. The articulation surface of the metasul ldh shows several fine scratches. Some smears, nicks and coarse scratches probably deriving during or after removal are also visible. Nothing conspicuous can be observed on the head taper. The alloclassic sl stem shows damage probably from revision surgery in the form of nicks and scratches. Bone attachments can be observed on the distal third of the stem. The stem taper is slightly damaged and has a slightly discoloration due to a possible oxide layer. On the face surface of the taper some organic substance most likely deriving from the revision surgery can be observed. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: according to the received information, the implants were revised after approximately 9 years 5 months in vivo due to pain and suspected metallosis. Intraoperative pictures or histological examination results that could confirm the metallosis situation are not at hand. The patient¿s weight is reported to be (B)(6) and with a height of 174 cm. The patient can be classified as obese class I (bmi 30-35) according to the bmi scale; however the patient¿s weight at time of implantation is unknown. The analysis of the x-rays shows some radiolucent areas on both medial and lateral sides of the stem. The inclination of the cup is approx. 48°, and seems to be unchanged in the consecutive x-rays from (B)(6) 2014, to (B)(6) 2017. A reliable analysis of the ante- or retroversion is not possible on planar x-rays and it cannot be verified if the cup was implanted in consistency with the surgical technique. Surgical technique states to place the cup in approximately 10 to 15° of anteversion and a lateral opening of 45°. The surgical report dated october 4, 2007 reports the implantation of the concerning durom cup and metasul ldh together with an alloclassic sl stem on the right hip due to coxarthrosis. Nothing is stated in the report that could have influence the conclusion of the investigation. The surgical report of revision surgery is not available for review. The examination of the received components showed only a few remains of bone attachment on the cup and possible signs of loosening. The head adapter exhibits surface changes due to fretting corrosion on the inner surface. The suspected metallosis leading to the revision surgery was later confirmed by a sales representative during a phone call. However, based on the available information, the existence, type and extend of the alleged metallosis in this case cannot be verified. It can only be hypothesized that the reported metallosis could be attributed to the fretting corrosion found on the head adapter. The reason of the reported surface changes on the adapter cannot be established based on current available data. The reported pain leading to the revision surgery cannot be related to a single specific failure mode and there are several factors which could have contributed to the reported event. It stays unknown if or to what extend the metallosis contributed to the reported pain. As visual examination only shows the final state of the retrieved components, it does not allow making certain assessment about the sequence of the events leading to revision surgery. Conclusion summary: as a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as correction (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action, there will be no further investigation and zimmer gmbh will close this case once again. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer's reference number of this file is (B)(4).